Event description:
Report received from the USA stating that the device was vibrating. The device was used in surgery. There were no pt or user injuries reported. It is unk if medical intervention was reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4) .